Event description:
Additional information received reported the stimulation was turning off "without reason." Diary information had not confirmed the implantable neurostimulator (ins) turning "off" as indicated by the patient. The diary also indicated that a low battery had not been the source of the stimulation turning off. It was additionally stated by the manufacturer representative, that the patient indicates the ins was not holding a charge. An x-ray was still planned on being completed as of the date of this report. It was unknown when the x-ray would occur. It was also unknown if the patient was using stimulation or not. No further information was reported.

Event description:
It was reported that the patient experienced a shocking in the back. The reporter stated that impedance measurements were taken and all were between 1200 -1600 ohms. It was stated that the patient was not feeling stimulation even when the voltage was increased. The reporter also stated that the device did not hold a charge. It was noted that the device had not been recharged for 1 1/2 months and was still working. It was further reported that the voltage would change without the patient adjusting stimulation. The reporter also stated that the device had not been working correctly ever since the patient went through airport security. Additional information received at the beginning of (B)(6) 2012 reported that the patient was seen by his healthcare professional and an x-ray was ordered, but was unable to be completed due to insurance issues. It was stated that impedances were greater than 10,000 ohms on contacts 4-7. These contacts were not being used for therapy, so the onset of the high impedances was unknown. The contacts 0-3 were reprogramed and despite varying amplitude, pulse width, or rate the patient stated that he did not feel any stimulation. It was stated that the patient continued to experience intermittent jolting that was felt in the lower back down the right leg. It was also stated that the battery would deplete every other day and that the patient had to charge it. Upon interrogation, the clinician programmer revealed that the patient's device was being charged approximately once a month, maintained good coupling, and appropriate charging time. It was not confirmed that the patient was charging every other day. No problems were found with the recharger. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 7425, serial# (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot# l66310a, implanted: (B)(6) 1999, product type lead. (B)(4).